Event description:
Patient was treated in 2003. Pt developed rippling in the right and left temporal regions appearing at about two weeks post treatment. Thermage was notified of event in 08/2003. Status of most current follow-up; 04/2004, the rippling was improved but has not completely resolved.